Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr hip resurfacing system (left); asr hip resurfacing system (right). Bi-lateral revision. Update received: 27th june 2013 - added side hip: left, amended implant date: (B)(6) 2004 and added products: both. Bi-lateral patient - this com is for the left side revision. Please see (B)(4) for the right side revision. Update received 21st march 2014. Revision date amended as (B)(6) revision date was unconfirmed (see email trail). Hospital name amended. Reason for revision added. New fields completed. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr hip resurfacing system (left); asr hip resurfacing system (right). Bi-lateral revision. Update received: 27th june 2013 - added side hip: left, amended implant date: (B)(6) 2004 and added products: both. Reason(s) for revision: unknown. Bi-lateral patient - this com is for the left side revision. Please see (B)(4) for the right side revision. Update received 21st march 2014. Revision date amended as (B)(6) revision date was unconfirmed (see email trail). Hospital name amended. Reason for revision added. New fields completed. Reason(s) for revision: alval / soft tissue reaction. Surgeon confirmation form received 3rd july 2014. Additional hospitals, surgeon name and title added. Additional reason for revision added and complaint category amended. Reason(s) for revision: alval / soft tissue reaction, pain.